Event description:
Meter name: one touch profile, strip name: one touch, meter code: 8, strip code: 8, strip storage: unk. Symptoms: dizziness (after taking tablet). A pt reported they were seen by dr. Their meter allegedly was inaccurately erratic. The result on their meter was 140. The result on the dr's meter was result unk. It is unk if a comparison was performed. Treatment was regular sugar. Customer states dr checked meter and he told pt it needed to be replaced. No further info has been reported.